Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels over 600 mg/dl. The customer's infusion set was just changed today, and her diabetes educator recently made changes to the insulin pump settings. It was stated that the insulin pump was working fine, and further troubleshooting was declined. Nothing further was reported.